Manufacturer narrative:
Assessment by merz: the reported event occurred in a compatible local and temporal relationship. Injection site oedema is equivalently expected as swelling based on currently valid mexican instructions for use (IFU) leaflet of radiesse. The reported malar festoons are considered to be a consequence of the injection site oedema and therefore were not coded. Device use issue was coded only for formal reasons. Possible confounding factors include previous injections with botulinum toxin and dysport, as well as patients medical history of allergy. However, the reported injection site reaction can occur after the treatment with radiesse. Therefore, causality for the event is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on (B)(6) 2025: this case was upgraded to serious. Based on the information provided, medical intervention was considered by the reporter as necessary to prevent a permanent damage to a body structure or function and chronic disease (lymphatic obstruction and deformity of the area). Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. This case was upgraded to serious with the serious event injection site oedema because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to receipt of follow up information on (B)(6) 2025: based on the information provided causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site oedema because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican physician and concerns a 38-year-old female patient (weight: 50 kg, height: 165 cm). The patient was injected subcutaneously with radiesse into the dark circles and nasolabial folds, to improve wrinkles, on (B)(6) 2025. Batch number was reported as unknown. This was the patients first radiesse treatment. It was injected using a cannula. The dose of radiesse administered, the number of injection points, and application speed were unknown. The usage error was reported including the use of inappropriate input or incorrect techniques (device use error). The patient was previously injected with botulinum toxin, in (B)(6) 2024. She was also previously injected with dysport®. She had no complications after previous injections. Patient phototype on the fitzpatrick scale was ii. The patient concomitant illnesses and medical history that were considered relevant to the symptoms experienced included peanut butter (reported as pb) celiac disease. She had an allergy to pb gluten. The patients' concomitant medications and relevant medical history were reported as none. The patient had no surgical interventions in the treated area, did not perform any contraindicated activity, and was not pregnant or lactating. The area that was treated presented no skin condition. No other products were applied during the same session. It was unknown if the analgesia was applied. On (B)(6) 2025, fifteen days after the radiesse injection, the patient experienced edema and malar festoons in the area of the dark circles. There was a probable mechanical compromise of the lymphatics, in the eye socket area, secondary to mechanical compression by radiesse injection. The physician last saw the patient, on (B)(6) 2025. Her current health status was stable. The physician planned to speed up recovery, and to infiltrate saline solution. No infection was suspected. No facial paralysis or weakness was included. The physician did not perform the treatment but treated the complication. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was of moderate intensity and was possibly related to radiesse. Follow-up information was received on (B)(6) 2025: this case was upgraded to serious. The patient had persistent edema, and the follow-up appointment was scheduled probably for week after this report (reported as the next week). On (B)(6) 2025, it was reported that the patient's current status continued the same. The patient was offered a solution to correct the problem by applying saline to the under-eye area. The patient did not schedule her procedure because she was going on vacation. Medical intervention was required to prevent permanent damage to a body structure or function, as well as chronic disease, lymphatic obstruction, and deformity of the affected area. The outcome of the event remained unchanged. In the opinion of the reporter, the event was possibly related to both, radiesse and injection technique. Follow-up information was received on (B)(6) 2025: the patient did not return. The physician did not know what happened to the patient or if the physician who performed the treatment saw her. The outcome of the event remained unchanged.

Manufacturer narrative:
Assessment by merz: the reported event occurred in a compatible local and temporal relationship. Injection site oedema is equivalently expected as swelling based on currently valid mexican instructions for use (IFU) leaflet of radiesse. The reported malar festoons are considered to be a consequence of the injection site oedema and therefore were not coded. Device use issue was coded only for formal reasons. Possible confounding factors include previous injections with botulinum toxin and dysport, as well as patients medical history of allergy. However, the reported injection site reaction can occur after the treatment with radiesse. Therefore, causality for the event is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 07-apr-2025: this case was upgraded to serious. Based on the information provided, medical intervention was considered by the reporter as necessary to prevent a permanent damage to a body structure or function and chronic disease (lymphatic obstruction and deformity of the area). Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. This case was upgraded to serious with the serious event injection site oedema because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to receipt of follow up information on 28-apr-2025: based on the information provided causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site oedema because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican physician and concerns a 38-year-old female patient (weight: 50 kg, height: 165 cm). The patient was injected subcutaneously with radiesse into the dark circles and nasolabial folds, to improve wrinkles, on (B)(6) 2025. Batch number was reported as unknown. This was the patients first radiesse treatment. It was injected using a cannula. The dose of radiesse administered, the number of injection points, and application speed were unknown. The usage error was reported including the use of inappropriate input or incorrect techniques (device use error). The patient was previously injected with botulinum toxin, in (B)(6) 2024. She was also previously injected with dysport®. She had no complications after previous injections. Patient phototype on the fitzpatrick scale was ii. The patient concomitant illnesses and medical history that were considered relevant to the symptoms experienced included celiac disease. She had an allergy to gluten. The patients concomitant medications and relevant medical history were reported as none. The patient had no surgical interventions in the treated area, did not perform any contraindicated activity, and was not pregnant or lactating. The area that was treated presented no skin condition. No other products were applied during the same session. It was unknown if the analgesia was applied. On (B)(6) 2025, fifteen days after the radiesse injection, the patient experienced edema and malar festoons in the area of the dark circles. There was a probable mechanical compromise of the lymphatics, in the eye socket area, secondary to mechanical compression by radiesse injection. The physician last saw the patient, on (B)(6) 2025. Her current health status was stable. The physician planned to speed up recovery, and to infiltrate saline solution. No infection was suspected. No facial paralysis or weakness was included. The physician did not perform the treatment but treated the complication. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was of moderate intensity and was possibly related to radiesse. Follow-up information was received on 07-apr-2025: this case was upgraded to serious. The patient had persistent edema, and the follow-up appointment was scheduled probably for week after this report (reported as the next week). On (B)(6) 2025, it was reported that the patients current status continued the same. The patient was offered a solution to correct the problem by applying saline to the under-eye area. The patient did not schedule her procedure because she was going on vacation. Medical intervention was required to prevent permanent damage to a body structure or function, as well as chronic disease, lymphatic obstruction, and deformity of the affected area. The outcome of the event remained unchanged. In the opinion of the reporter, the event was possibly related to both, radiesse and injection technique. Follow-up information was received on 28-apr-2025: the patient did not return. The physician did not know what happened to the patient or if the physician who performed the treatment saw her. The outcome of the event remained unchanged. Amendment performed on (B)(6) 2025: the patients medical history of allergy was corrected from peanut allergy to gluten allergy.